Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an undefined pump malfunction occurred after customer loaded a cartridge and infusion set. Additionally, small air bubbles were observed in the patient line of the cartridge. During the load fill tubing sequence, no insulin was observed exiting the infusion tubing and appeared to be moving back into the cartridge. Customer reverted to an alternate method of insulin therapy. There was no adverse effect to the customer.